Event description:
It was reported that the patient presented for implant procedure. During the procedure while testing parameters, the right ventricular (rv) lead showed low pacing impedance below 200 ohms. The physician attempted to test the lead multiple times but the low impedance value still showed. Therefore, the physician elected to replace the rv lead with another and optimal parameters were noted. The patient was in stable condition.

Manufacturer narrative:
The reported event of low lead impedance was not confirmed. A complete lead was returned for analysis. Electrical testing and visual and x-ray inspection of the lead was normal and did not find any anomalies.